Event description:
Discordant serum glutamic oxaloacetic transaminase (sgot) and iron results were obtained on an advia 1650 instrument. The customer ran quality control and the results were out of specifications. No patient results were reported out from this instrument. The patient samples were run on another instrument in the same laboratory and the corrected results were reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the instrument malfunction.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of discordant sgot and iron results was due to the leaking ise tubing j24 and j 29, and gas eliminator pump. The instrument was repaired. The instrument is performing within specifications. Further evaluation of the device is not required.